Event description:
It was reported by the patient that she had a pph procedure in 2004. The following month, patient states that she was taken back to surgery to cut and lift the internal sphincter using electrocautery and the rectum. In 2008, the patient states the physician went back in and found a staple had abscessed, so he went in and took out scar tissue and re-did the stapling (pph) procedure. Ethicon endo-surgery spoke with the office manager the following month, at dr hodge's office. She advised that the surgeon is no longer with the practice, but she had access to the patient's chart. There is mention of the patient's surgical history of hemorrhoidectomy with a lateral sphinectomy, but dates were not provided. Patient's chart indicated the patient had a colonoscopy with digital exam in 2007. There were no polyps, no hemorrhoids and no explanation of blood in the stool. The patient presented to the emergency room in 2008, with complaints of rectal pain and bloody stools. Two days later, a colonoscopy was performed which revealed no polyps but large hemorrhoids. The patient underwent a stapled hemorrhoidectomy fifth teen days later. The procedure was completed without complication. There was no significant bleeding and a rectal pack was placed. The patient was hospitalized as she indicated that she was having severe pain. The pathology report did not mention any findings of a staple. Patient returned to doctor's office ten days later, and saw another physician in the practice, as dr. Was no longer with the practice. The office arranged a consultation with a colorectal specialist. Office manager stated that she would attempt to contact dr for further information on previous hemorrhoid surgery in 2004. Ethicon endo-surgery spoke with dr. In 2008 and he stated that he did perform a hemorrhoidectomy procedure on the patient in 2004 at hospital, but could not provide specific details as he did not have the patient's chart. He stated the patient insisted that he perform the pph procedure and he was reluctant to do so as this was his last day with the practice. However, he did the procedure with out complication. He stated the patient had gained weight, which was a contributing factor to reoccurring hemorrhoid kept for a 23-hour observation for IV pain control. He elected to do this as the patient has a history of narcotic use and he felt that this would be the best treatment for the patient. He also states that there was one staple hanging in the muscosa, but was not abscessed.

Manufacturer narrative:
Date sent: 08/12/2008. Information is unavailable; device was not returned for evaluation.